Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 449 mg/dl. The customer was treated for the high blood glucose with a manual injection. The customer does not know if the drive support cap is protruded or flush. The customer was declined to finish troubleshooting the issue. The customer was advised to speak to their health care provider about what may have caused the unexplained high blood glucose. The customer did not return the product back for analysis.